Manufacturer narrative:
MFR's report date: (B)(4) 2012. (B)(4). The model#, catalog# is a carefusion product which is same or similar to a device that is approved for sale domestically. The 510k number is for the domestic similar product. Unable to determine the cause of the leak, because the sample involved in this event will not be returned, as it was discarded by the customer. No failure investigation could be performed.

Event description:
The customer reported that during a chemotherapy infusion, they experienced a leakage between the maxplus and the make luer lock of a gravity set from a different MFR (gs medical model code d100/ae). From the reported info, there are no indications of serious injury to the pt or user as a result of this incident. No add'l info provided.